Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range impedance measurements, measuring greater than 2000 ohms. Subsequently, the patient underwent a replacement procedure and this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.